Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the cable was frayed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt was having a lot of trouble with their device and couldn't get the charger to charge implant and can take 1 hour or two hours. Pt stated the relay box also got pretty warm. An email was sent to repair to replace the recharger (rtm). No symptoms were reported. Additional information was received from the patient. They called back stating they were still having issues charging their implant with new rtm. One day pt can charge the implant in 2 hours from 40% and the other day they could charge their implant in 30 to 40 minutes. Pt noted their charging session was flakey. Pt met with their manufacturer representative (rep) who ran test with their own equipment and it showed pt was only able to recharge at good. The rep thought pt needed new equipment. No symptoms were reported.